Manufacturer narrative:
Results and conclusions: (embolism). (B)(4).

Event description:
During the index procedure two in.pact admiral paclitaxel-eluting pta balloon catheters were used to treat the right sfa to popliteal arteries. Approx 13 months post index procedure, one pacific pta balloon, 3 in.pact pacific deb's and 3 non-medtronic stents were used to treat occlusion of the right sfa. After treatment, an embolism into the right distal fibular artery occurred. No action was taken. Investigator assessed that the event was not related to study device or procedure.